Event description:
The manufacturer received information alleging a ventilator was delivering low pressure and a valve was stuck. There was no harm or injury reported. The device has yet to be returned to the manufacturer for evaluation. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer received alligation of the ventilator device valve is not closing and causing the low pressure. There is no patient harm or injuiry. The device was returned to the manufacturer. During the eveluation, the manufacturer confirmed the customer complaint. The active exhalation control module (aecm) and blower were replaced to address the issue. Section h6 is updated in this report.